Manufacturer narrative:
A lot number was provided, however the lot number provided is illegible, therefore a review of the manufacturing records could not be conducted. The medical records indicate the pt was treated for erosion of mesh. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based off the pt's legal fact sheet and medical records provided to davol by the pt's attorney: (B)(6) 1997 - the pt underwent implant of a bard/davol flat mesh during a complete vaginal vault prolapse procedure. On (B)(6) 1999 - pt under went vaginal sling using fascia from rectus tissue and repair of cystocele. No mention of bard/davol flat mesh was noted in the operative details. On (B)(6) 2001 - (B)(6) 2002: the pt had multiple physician office visits with small amounts of bard/davol flat mesh excised during each exam. It was noted on (B)(6) 2001 that the pt was diagnosed with "erosion of marlex into apex of vagina." The pt also complained of vaginal discharge, some bleeding and pain during these office examinations. On (B)(6) 2003 - the pt underwent removal of the bard/davol flat mesh with closure of vaginal cuff and exploratory laparotomy.